Event description:
It was reported that the patient noted that while wearing a heart monitor with a bluetooth box that hangs by his stomach stated "ever since I put this monitor on my device it has been sounding a tone, it didn't do that before". The patient alert feature was subsequently explained to the patient and was encouraged to call his heart doctor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.